Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that inappropriate episodes of non-sustained rv oversensing due to the patient's couplet pvcs were observed. Programming changes were made. The device remains implanted. The patient was stable and will be monitored with routine follow-up.